Event description:
It was reported that pump experienced malfunction alarm with code 12 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, successfully cleared malfunction without it recurring, and was advised to continue using pump and to call back if malfunction alarm happened again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.